Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor failed the pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor failed the incoming pulse test. The monitor fired a 100 j biphasic pulse during the detect and treat sequence followed by a continuous tactile alarm. The problem was isolated to corrupt programming of the monitor, as the unit was fully functional after reprogramming. The root cause for the corrupt programming was unable to be positively determined. No adverse event resulted from the defective monitor. The pt was not issued a replacement monitor as the pt ended use.